Event description:
This report summarizes one malfunction. A review of the events indicated that model 0606150j implantable port experienced a break. This report was received from one source. The device was used in the patient. Patient age, weight, and gender were not provided. There was no reported patient injury.

Manufacturer narrative:
H10: the one reported malfunction was reassessed for reportability and determined to be no longer reportable. H10: the lot number for the 1 reported malfunction was provided, and a lot history review was performed. A device and a photo were returned for evaluation, and a catheter break typical of pinch off was confirmed. The definite root cause could not be determined. The device is labeled for single use. H10: g4. H11: b5; g1; h6 (results, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device was returned to bd for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the events indicated that model 0606150j groshong s/l titanium low profile port experienced a break. This report was received from one source. The device was used in the patient. Patient age, weight, and gender were not provided. There was no reported patient injury.